Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 12. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On 2023-11-29, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.